Manufacturer narrative:
The investigation of thrombus and pump stop has been completed. The impella cp was returned for evaluation. Upon visual inspection, the impeller blade was found to be broken. No biomaterial was present on the returned pump. The pump was run in the lab for approximately six minutes and the pump stop did not reproduce. Data logs were reviewed and real time logs at time of pump stop showed multiple motor current spikes with concurrent speed deviations and interruptions in pump flow occurring around 10 minutes before alarms. Immediately prior to ¿impella stopped ¿ motor current high¿ alarms, multiple motor current spikes with speed deviations and interruptions in pump flow were observed. Additionally, at time of alarm and pump stop, placement signal spikes to 3000. The pump was able to be restarted multiples times before the pumpwas able to stay on for an additional four hours. Approximately three minutes after last pump stop alarm, more motor current spikes were observed and a significant drop in flows was noted after the last motor current spike. The pump flows remained low for the remainder of the case. Clinical details noted that the patient was on bipella support and also had an existing transcatheter aortic valve replacement valve (tavr) in place. Additionally, a clot was present on the inflow cage upon explant. As the pump was able to be restarted and run for four more hours of support before the pump was explanted after pump stop occurred. The reported failure mode of "pump stop" was investigated under "temporary pump stop". The root cause of the temporary pump stop was most likely due to an interaction with the tavr valve present in the patient while on support. Per instructions for use, unintentional interaction of the impeller and tavr valve can result in destruction of the impeller blades. As the necessary information was not provided, the root cause of the thrombus was not determined. As the necessary information was not provided, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.10 added transcatheter aortic valve replacement (tvar) as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25694. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25694 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 some additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-25694 and were added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported the patient was on impella cp support and during support, there was a pump stop. The pump was removed and after removal there was a clot near the inlet of the cannula. The pump was replaced and the procedural outcome was the patient survived surgery.